Event description:
Revision surgery was reported due to dislocation.

Manufacturer narrative:
The signs of plastic deformation observed on the liner were likely due to femoral neck impingement. This impingement when coupled with high lever-out forces likely resulted in the disassociation of the inner femoral head.